Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d9, h3, h6.

Event description:
Healthcare professional reported "prosthesis ruptured". Healthcare professional later reported "rupture of prosthesis". This record is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "prosthesis ruptured". Healthcare professional later reported "rupture of prosthesis". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ cancer: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "prosthesis ruptured". Healthcare professional later reported "rupture of prosthesis". This record is for the left side. The device has been explanted and replaced.